Event description:
Boston scientific received information that the right ventricular (rv) lead displayed a polarity switch. Noise on the electrograms (egms) were observed, but were unable to be recreated. The device was reprogrammed to bipolar and was to be checked again in one month. Noise on ventricular episodes were observed, with threshold measurements of 1ms@0.4v. A revision procedure was performed and the rv lead was surgically abandoned due to pacing impedance measurements less than 200 ohms. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.